Event description:
While using a byte day aligners, patient reported the ends of the upper and lower aligners are extremely sharp and are cutting their tongue. They have applied ortho was to the ends, but it is still very painful. The aligners are also extremely tight on their gums. Provided hht&t as well as general ortho discomfort tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.